Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the inflated delivery system could clearly be identified during removal from the right coronary artery (rca). The actual removal of the delivery system balloon from the deployed stent was not visualized, but the retraction of the delivery system from mid rca to the guide catheter was shown. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that an insufficient time was not allowed to fully deflate the stent delivery system before an attempt was made to withdrawal the device resulting in the noted multiple stretched inner member and outer member thereby reducing the inflation/deflation lumen; thus resulting in the reported deflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the posterior descending coronary artery. A 3.5x12mm xience prox stent was implanted; however, the balloon failed to deflate after several attempts. The delivery system and guiding catheter were retracted as one unit and the procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.